Event description:
We recently, in the last year, switched from medtronic to zoll defibrillators. We have had on several occasions during routine testing experienced device malfunction is in the form of blank screens.